Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard had foreign matter on the catheter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 382523 batch no.: 8304871. It was reported that particles were found on the IV catheter. Verbatim: this is one of many emails I will be forwarding you from one of my asc¿s that has found particles on the IV cath when she goes to insert them.

Manufacturer narrative:
Investigation: during DHR review all required challenges samples and testing was conducted per specification in accordance with the setup, in-process sampling and quality plans during the build of the product. In process samples for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process and were acceptable per specifications. There were no indications of the reported defect as no significant discoveries were disclosed that would impact upon the quality of the product. Although units were not returned, three photos were provided for observation of this incident two of the photos shown two different views of a 22ga iag bc unit which consisted of the catheter/adapter assembly which I both view had traces of thick media present within the catheter tubing and in the flashback chamber: the 1st was held in a blue gloved hand and the 2nd was held in a white gloved hand. The third photo shown a portion of the top web (label) from product part #382523, lot # 8304871. Visual/microscopic evaluation: photos: the media present within the catheter tubing and the flashback chamber indicated that the catheter was used in a successful venipuncture. There was a visibly small foreign matter on the outside wall of the catheter tubing, seen approximately 2/3 down from the catheter tip. The photos did not provide sufficient evidence to confirm or support manufacturing process related issues for the reported defect; as a root cause was not established for the presence of the foreign seen on the tubing of the used IV catheter.

Event description:
It was reported that bd¿ insyte autoguard had foreign matter on the catheter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 382523 batch no.: 8304871. It was reported that particles were found on the IV catheter. Verbatim: this is one of many emails I will be forwarding you from one of my asc¿s that has found particles on the IV cath when she goes to insert them.